Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned c-cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurred vision due to biopsy channel leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: burned plastic distal end cover a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chipped cover lens glue led to the poor quality image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurred vision with the camera. There were no reports of patient harm.